Event description:
The article, "australian cardiac outcomes registry of transcatheter aortic valve implantation: report and update of transcatheter aortic valve implantation in australia", was reviewed. The article presented a prospective, multicenter study of the results and comprehensive analysis of the data collected by the australian cardiac outcomes registry (acor). Devices included in the study were edwards lifesciences sapien xt, sapien s3, sapien s3 ultra, medtronic evolut, evolut r, evolut pro, evolut pro, abbott portico, navitor, boston scientific accurate neo, and accurate neo2. The article concluded transcatheter aortic valve implantation (tavi) is being performed in australia with the encouraging outcomes described. These would appear to compare favourably with other international datasets. [The primary and corresponding author was ajay sinhal, flinders medical centre and flinders university, flinders drive, bedford park, sa 5042, australia, with corresponding email: ajay.sinhal@sa.gov.au]. The time frame of the study was from 10 april 2018 to 31 december 2021. A total of 9,881 patients were included in the study, of which the number of abbott devices is not reported. The average age was 81.8 years and the majority gender was male. Comorbidities included prior coronary artery bypass graft, prior percutaneous coronary intervention, prior transcatheter aortic valve implant, atrial fibrillation, diabetes mellitus, smoking, peripheral arterial disease, chronic kidney disease, and renal dialysis.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including prior coronary artery bypass graft, prior percutaneous coronary intervention, prior transcatheter aortic valve implant, atrial fibrillation, diabetes mellitus, smoking, peripheral arterial disease, chronic kidney disease, and renal dialysis. Complications reported included surgical intervention (pacemaker), unexpected medical intervention (blood transfusion, post-dilatation), bleeding, renal failure, stroke, transient ischemic attack, annular rupture, endocarditis. The reported IFU deviation/off-label use was associated with implanting portico valve in non-native valve and/or native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the portico¿ transcatheter aortic valve implantation system, instruction for use (IFU), artmt100092981, rev k, states: the portico¿ valve is designed to be implanted in the native aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve. "The valve is contraindicated for patients with any leaflet configuration other than tricuspid." D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: australian cardiac outcomes registry of transcatheter aortic valve implantation: report and update of transcatheter aortic valve implantation in australia.